Event description:
During a remote follow up, low sensing was observed on the right ventricular (rv) lead. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable.